Manufacturer narrative:
This report is filed february 29, 2016.

Event description:
Per the clinic, the patient experienced non auditory sensation as well as a decrease in performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.